Event description:
Customer reported an issue with the touchscreen responsiveness of a pump, noting that the screen was frozen and would not respond to input. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which the customer attempted, but the screen remained unresponsive. The customer reverted to an alternate method insulin therapy.